Manufacturer narrative:
The device was discarded and therefore not available for technical analysis. Clip application was not verified by the user prior to tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.

Event description:
It was reported that the colonic ftrd was used for the treatment of a polyp in the appendix. The clip application was not visually verfied by the user prior to tissue resection. The resulting perforation was closed with a clip. The patient recovered well and was discharged the following day.